Manufacturer narrative:
The suspect device is expected to be returned for evaluation. A follow up report will be submitted once product history review and investigation are complete.

Event description:
It was reported that during procedure, when prepping the embosphere syringe, it was noticed by the tech and physician that a small green object was in the syringe. Saline and contrast were added by using a blue bowl and nothing green was reported in the sterile field. No additional information is available.